Manufacturer narrative:
Customer name and address- street: (B)(6). PMA/510(k) number- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure, the basket an ngage nitinol stone extractor would not open. The device was tested prior to use, and the basket was closed but would not reopen. The device did not make contact with the patient. No adverse effects to the patient have been reported as a result of this occurrence.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: it was reported, the basket of an ngage nitinol stone extractor would not open. The device was tested prior to use, and the basket was closed but would not reopen. The device did not make contact with the patient. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. There was a kink in the basket sheath 99 cm from the distal tip. A functional test determined the handle did not actuate basket formation. The handle was disassembled. The support sheath and the basket sheath were still adhered. The basket formation could not be manually actuated. One basket wire was broken. The point of separation appeared clean. Dried adhesive possibly was on the distal yellow wire sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that was closed and could not be opened due to a broken basket wire. The basket wire was broken at the location of 1 of 2 bends in the wire. The break was observed to be "clean" and did not show evidence of being cut or exposed to a laser. It is likely that variations in the manufacturing process caused the wire to be weaker than normal in the bend location, leading to the wire becoming broke when the basket was closed by the user. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.